Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user encountered difficulty during cartridge and tubing fill, expending approximately 80 units without observing drops due to an incorrect change sequence and premature connection of the device to the cartridge; the user then observed a leaking cartridge, transferred insulin into a new cartridge, and completed the load sequence with troubleshooting and education support, after which insulin delivery resumed and blood glucose was 120 mg/dl. Symptoms included no adverse clinical effects. Outcomes included no injury and no medical intervention or hospitalization. Investigation included troubleshooting with user education and verification of correct loading sequence. Investigation of this case revealed user error related to cartridge handling and connection sequence, with an infusion set or connector not attached correctly, and evidence of a leaking cartridge. It was concluded that the event resulted from use error, not a device malfunction, and that proper sequence restored normal operation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.